Manufacturer narrative:
The pump exchange referenced in describe event or problem was reported under medwatch MFR. Report # 2916596-2016-01118. (B)(4). Approximate age of device ¿ 37 days. The pump was not returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after the patient received a pump exchange on (B)(6) 2016 for a driveline infection, the patient¿s post-operative course was complicated by a large cerebrovascular accident on (B)(6) 2016. Subsequently care was withdrawn on (B)(6) 2016, and the patient expired.

Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.